Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-jul-2019, UDI#: (B)(4) h3: tm90t0 - analysis found that there was no battery light indicator. The communicator passed the bench test and the tm90 micro usb interface was found to be damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient¿s friend/family member reported that for the patient couple of weeks, the communicator was not charging and will not power on. Per the caller, when it¿s plugged in there is a green battery indicator light but it still will not power on. An email was sent to the repair department for a replacement communicator. Communicator battery light stays green but will not power on. The patient also requested a new wallet. No patient injury reported.